Manufacturer narrative:
Pump received and no button error alarm noted. Intermittent up and down arrow buttons due to corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and scratched case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and is unable to clear the alarm. Customer also indicated that the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.